Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-01564 for the referenced device information. It was reported to boston scientific corporation on may 3, 2018 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the first laser fiber was broken inside the patient and a retrieval device was used to remove the broken fragment. A second flexiva 200 tractip laser fiber was opened and the tip was noted to broken from the package. Reportedly, there was no visible damage on the device and it's packaging prior to use. The procedure was completed with the third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.